Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The investigation findings revealed of a weight/load imbalance between the two load cells (checked during power-on-self-test), found over-reporting load cell module 2. The potential root cause of the faulty load cell module 2 was likely due to a defective load cell or damaged sustained during mishandling. No physical damage on the returned autopulse was observed during visual inspection. During archive data review, error code (ua) 07 was observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to "(ua) 07" (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy (ua) 07, the defective load cell module 2 identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During training, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) upon powering on. No patient involvement.